Event description:
Information was received indicating that this ambulatory infusion pump exhibited leakage near the patient's stoma site. It was noted that the patient had fallen in the bathroom and the pump hit the bathtub. The pump continued running without any alarms, however the patient stated that they did not feel well and that their abdomen felt 'full.' The patient felt that there was leakage of medication at the stoma site. There was some drainage at the stoma and the physician felt that the site was infected. The patient was prescribed antibiotics. No additional adverse patient effects were reported.